Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected low reservoir alarm or no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or bad battery alarm noted. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus history anomaly noted. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl due to a no delivery alarm. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer returned the product for analysis.